Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had external fluid leakage at the blue (winged) connector. This was identified at the station before treatment. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H4: the lot was manufactured from april 08, 2020 - april 09, 2020. H10: the device was received for evaluation. Visual inspection of the returned sample, revealed fluid inside the bag that contained the sample. The cause of the fluid inside the bag was, due to the untightened blue winged luer cap. A functional leak test was performed by filling the device. After fill and prime, the blue winged luer cap was hand tightened. The sample was being monitored, until the next day. And no signs of leak were observed. The reported condition was not verified. A batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.